Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was involved in infection/sepsis. Surgical intervention was performed and the ra lead was abandoned and replaced. No known additional adverse effects to patient.